Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. The shutdown caused the customer¿s blood glucose level to rise to 596 mg/dl. The customer took corrective action by administering a correction injection through multiple daily injections and did not require any third-party assistance. Technical support advised the customer to uninstall and reinstall the mobile app and to monitor battery depletion, instructing to follow up if depletion exceeds 35% per day.